Manufacturer narrative:
(B)(4). Facility medwatch report #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, a device history could not be done.

Event description:
See attached user facility medwatch.